Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against device. The device has been explanted.

Event description:
Healthcare professional reported "deflation" against device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints for the period of may 2020 through apr 2022 related to mfg date has been performed and found one month out of control limit (sep 2020) with respect to the reported event. Only the pr# (B)(4) was involved in sep 2020. An additional analysis is not required because only one complaint was involved in this month. According to the latest operations management review dated may 2022, there have been no changes in overall breast implant assembly event rates.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on posterior and brown particles inner device. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior, voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06 and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: void on valve texture side assessed as a workmanship. An opening crease sharp on posterior assessed as fold flaw opening additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported "deflation" against device. The device has been explanted.